Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 425 mg/dl. The customer changed out the supplies to the pump. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of this occlusion was unable to be performed. After changing the infusion site, the customer administered a bolus of insulin to address the high bg level.